Event description:
Additional information received identified that patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-18524. It was reported that the scs system was autoreducing and patient was not receiving adequate therapy. System diagnostics recorded high impedances on all contacts. Surgical intervention may take place to address the issue.